Manufacturer narrative:
A2) patient date of birth and age - not available from facility. A3b) patient gender - not available from facility. A4) patient weight - not available from facility. A5/a6) patient ethnicity and race - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. D4/h4) the lot number was not provided, thus the following information is unknown: device serial number, unique ID, expiration date, and manufacture date. H3) the glidelight was discarded, thus no product investigation was performed. H6) per IFU, perforation and death are listed as potential adverse events with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
An emergent lead extraction procedure commenced to remove a right atrial (ra) and right ventricular (rv) lead due to a motorcycle accident, leaving the pacemaker device and leads exposed. Spectranetics lld lead locking devices (llds) were inserted into each lead to provide traction. Utilizing a spectranetics 14f glidelight laser sheath, the ra lead was removed. During removal of the rv lead with the glidelight device, the patient¿s blood pressure dropped. A superior vena cava (svc) perforation was suspected and rescue efforts began, including a rescue balloon and sternotomy; however, the patient did not survive the procedure. This report captures the 14f glidelight in use when the suspected svc perforation occurred, requiring intervention, but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.